Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient was not able to answer questions sent because of her lack of information regarding the device. The patient was under the impressions that the device would alert her if they want to have a bowel movement. The patient was assisted by representative and was appreciative. The patient stated since (B)(4) she had suffered more that before the surgery. The patient have turned off the device and was feeling normal once again. The patient indicated that for 5 months they had awful pain regardless on which programs high or low was pure misery. The indicated they kept saying they would adjust it and the many programs they said to their lord to help her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that things had been going well after changing programs up until the 2nd of november she started to move a lot of stool again and had a miserable friday and saturday on november 2nd and 3rd. Patient stated she got sore from the repeated incontinence and having to clean herself up afterwards. Patient decided to just turn it off completely and didn't realize that once she turned it off completely she felt so much better and she just cannot do this anymore, going from program to program. Patient took some anti-diarrhea pills and the last couple days she hasn't had any loss of stool. Patient has an appointment on the 13th with managing hcp but she wanted to ask patient services what the next steps might be. The patient was encouraged to discuss her symptoms with doctor and what steps to follow next. Patient stated she actually thinks her symptoms are worse since getting the interstim implanted, even though she has had some periods of relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient was unhappy with therapy. It was noted that both the rep and hcp saw the patient on a number of occasions at their office to triage the situation. Troubleshooting included ¿sop reprogramming, symptom check with patient¿s healthcare provider.¿ both the hcp and rep were under the impression that the patient was satisfied, and to the rep¿s understanding, nothing had happened with the patient¿s products. However, it was also stated that the patient was extremely unhappy and willing to participate in continued healthcare for reprogramming sessions, but after both the hcp and rep reached out a number of times, the patient seemed unwilling to participate. It was noted that the device was still implanted, but also that surgical intervention had occurred; this appears to be conflicting information as no detail was given on what the surgical intervention was. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative: there was no surgical intervention that occurred, the patient was discharged from the doctors practice. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date updated as the reported issues have occurred since implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that since implant on (B)(6) 2018 it had been a nightmare. The patient reported they had been in misery since implant, they were still losing stool. They stated they had pain in the vaginal area so they went to their doctor and the nurse told the patient they had an infection and they were prescribed bactrim for the infection. They reported they had pain in the leg and vagina area, patient reported they did not know how to turn stimulation down and they figured out how to change the program on their own, but that did not give them any relief. The patient stated after getting no response from a doctor, they called an obgyn they had a history with and that doctor examined the patient and told them they didn't have an infection. Patient stated they noticed something the day of the report when they sat down they must have hit where the ins was located and they had such a pain, they couldn't believe it, it almost made them cry out. Patient reported this went away after a few seconds and the area felt fine at the time of the report. Caller was redirected to their healthcare provider to discuss options, patient expressed interest in explant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported never experiencing therapeutic effect. The patient reported talking to the representative last week that her device was not working to provide relief for her. The patient had a scheduled an appointment and saw a rep at healthcare provider's (hcp) office and the rep helped her make some adjustments. Patient stated since that adjustment she feels like it still has not helped, was told rep would call her back sometime this week but no one has. Patient reported she feels like therapy has never really worked for her, feels worst before had device implanted. Patient also reported she would have intermittent sharp pain, hasn't happen often now, but the other day she noticed an "electric shock", painful, and that it happened a few times, patient did not remembered when this happened but stated it was recent. The patient was on program 3 at 1.8v. Patient was on program 3 at 1.8v at 2.4 v but felt stimulation in her leg. Patient turned stimulation down to 1.0v and then had her switched to program 1. At program 1, patient increased stimulation to 2.4 v, reported she felt comfortable stimulation in her buttock area. Patient services helped patient switched to program 1 because patient sounded hopeless and just wanted help and advice on what to do. Patient stated she did have an upcoming appointment with hcp. Patient will stay on program 1 at 2.4 v where she feels comfortable stimulation in her buttock, will follow up with hcp about the changes and to see if there are any other recommendation her hcp may have. Patient stated she has an upcoming appointment next tuesday (B)(6) 2018 with her hcp. During the call patient also alleged, she thought this device was going to tell her when she was going to have a bowel movement or have to go urinate and did not like that it does not do that. The patient call a couple days later with update that "so far it seems better". She stated she has an appointment with hcp tomorrow but want to wait longer to see if this program is going to work for her. Patient reported she has increased stimulation to 3.6 v, confirmed with that it was comfortable for her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient repeated all information that was previously reported including they didn't have a health care physician (hcp) for their device. They confirmed however they received the physician listings and stated they were making arrangements to find a surgeon to remove the system. There were no further complications reported.